Event description:
It was reported that an arteriotomy closure of the mild to moderately calcified right common femoral artery was attempted using the proglide device after a left heart catheterization procedure. Reportedly, the proglide failed. It was indicated that it was a suture failure. The device was removed and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Five unused sterile proglide device with the same lot number, 21003j1, as the complaint device were returned for evaluation. Functional testing was performed and the devices met specifications. No manufacturing or abnormal observations were detected. A cause for the reported suture failure of the complaint device could not be determined based on the investigation findings from the tested samples.